Manufacturer narrative:
H10: the lot number was provided for both malfunctions; therefore, lot history reviews were performed. The devices were not returned for evaluation; however, medical records were provided for both malfunctions. One malfunction is confirmed for migration and the other malfunction was confirmed for perforation but remains inconclusive for migration. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced migration and perforation. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. Out of the two patients reported, one was a male weighing 216 lbs and the other was a 58 year old female weighing 131 kgs.

Manufacturer narrative:
H10: the lot number was provided for both malfunctions; therefore, lot history reviews were performed. The devices were not returned for evaluation; however, medical records were provided for both malfunctions. One malfunction is confirmed for migration and the other is pending investigation. The company is still investigation the issue at this time. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced migration. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. One patient is a male who weighs 216 lbs and his age not provided. The other patient is a female who weighs 131 kgs, and her age was not provided.

Manufacturer narrative:
The lot number was provided for both malfunctions; therefore, a lot history review was performed. The devices have not been returned to bd for evaluation; however, medical records were provided for one malfunction which confirmed for migration. The other investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced migration. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. One patient was a male of (B)(6) lbs; age not provided. The other patient¿s age, weight, and gender were not provided.